Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (4500163695) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer's husband reported that on (B)(6) 2014 at approximately 12:30 pm, while customer was at church, she was found by others to be "not responding properly". Caller further reported that when he got to her, he noticed "her chin had dropped to her chest; she was cold, clammy and twitching". Caller indicated she had experienced both a loss of consciousness and a seizure. He performed several blood tests using her adc blood glucose meter and received the following results: hi (a reading greater than 500 mg/dl), immediately upon getting to customer, and then within 10 minutes of each other: 37 mg/dl, 43 mg/dl and 434mg/dl, which when plotted on a parkes error grid, fell into the "c" zone, showing the difference in values to be clinically significant. Caller treated the customer with a glucagon (1 mg) injection, followed by food and soda. Caller retested her blood sugar and received a reading of 43 mg/dl, post-treatment. Caller also reported a reading of 155 mg/dl , but noted it was not received within the 10 minute timeframe. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. Note: the serial number of the meter is unknown; hence the device manufacturer date is unknown. Additionally: caller also noted he received a reading of "7 mg/dl thrice" on his freestyle meter. The serial number of this device is unknown. This reading is outside the assay range of adc blood glucose meters, which are manufactured to produce readings between 20 mg/dl - 500 mg/dl. Readings below 20 mg/dl will display as "lo" and readings greater than 500 mg/dl will display as "hi". Multiple, unsuccessful, attempts have been made to clarify details in this complaint. All pertinent information available to abbott diabetes care has been submitted.